Manufacturer narrative:
Inspected one opened/used sensor and found sensor broken. Broken part missing unable to confirm if customer received sensor damage due to customer returning it opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The doctor reported via phone call that the sensor's electrode was torn off from the sensor. The customer's blood glucose was unknown at the time of incident. The doctor stated that there was no pain caused by the sensor remained subcutaneously. The sensor will be returned for analysis.